Manufacturer narrative:
Correction: a code corrected since initial submission. Investigation results: (B)(6) sample was returned for investigation. The customer reported that "clinician reports when the medication was disconnected from the patient, magnesium was seen "pouring out of giving set". Upon inspection, clinician noted the safety clamp did not engage". As part of the investigation the customer provided a photograph of the affected product, however analysis of the photograph did not identify any obvious manufacturing defects which may have contributed to the customer's experience. No further information was available to assist the investigation in this instance. The details of this feedback were forwarded to the manufacturing site for investigation; however the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. A review of the customer feedback database indicates that this is an isolated occurrence with no further reports of this nature against the 2420-0004 product over the past 12 months.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed

Event description:
It was reported that bd alaris/gemini pump had a loose clamp. The following information was received by the initial reporter with the following verbatim: it was reported magnesium was hung and programmed according to orders. As soon as infusion was started patient began to complaint of burning sensation in her throat. Pump was instantly turned off and clinician disconnected the infusion from the patient. Clinician reports when the medication was disconnected from the patient, magnesium was seen "pouring out of giving set". Upon inspection, clinician noted the safety clamp did not engage. Patients symptoms resided within ten to fifteen minutes.